Manufacturer narrative:
The reported issue was resolved on the call with tac. Consequently, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image and instead had an e315 error message present. According to the initial reporter, this did occur during a procedure. Olympus technical assistance center (tac) personnel instructed the customer to power the unit off, and remove the cabling from the device. Reportedly, the image returned with no error code and the procedure was continued as planned. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a connection failure of the cv-190 connector. Olympus will continue to monitor field performance for this device.